Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 382 mg/dl while wearing the pod between 4 and 24 hours on their arm. Symptoms reported include high blood pressure and chest pain. The patient reported that they do not remember what treatment they received or the diagnosis they received at the hospital. The patient was released on (B)(6) 2025. No further information was provided.